Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) contacted fresenius technical support to report the patient using the liberty select cycler in the hospital and had yellow drainage. The pdrn stated that there was yellow drainage in the cassette at the end of treatment and in the toilet. The fresenius technical support representative replaced the cycler. Upon follow up, the pdrn at the hospital stated that there were not aware of the reported event. No further follow-up was possible, as there was no additional contact information available. Multiple attempts were made to obtain additional information related to the reported event

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. An (as-received) simulated treatment was performed and completed without failures. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, valve actuation test, and load cell verification test was with in tolerance. An internal, visual inspection of the received cycler unit encountered insect infestation. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.